Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported there was a hole in the catheter. A thrombectomy treatment procedure was performed with the use of two solent omni catheters. A right groin antegrade access was chosen. The first solent omni catheter advanced into the patient and power pulse was performed. It was noticed that fluid was flowing into the waste bag. The catheter was left in the patient during the dwell time of approximately 20 minutes. An unspecified portion of the catheter was reported to have been clamped off. When the physician went to perform thrombectomy it was noticed that the waste bag was full (800cc of blood in the waste bag). The estimated blood loss was 1 liter. The device was removed from the patient and a second solent omni catheter was advanced into the patient and thrombectomy was started. After 30 seconds it was noticed there was a hole in the catheter, however the location of the hole was not reported. Prior to the procedure the patient's hemoglobin level was 11.9 and dropped to 10.6 after the procedure. The physician was not concerned with this drop in hemoglobin and the patient did not require a blood transfusion or any intervention. There were no patient complications throughout, and the patient¿s condition after the procedure was okay.